Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed syringe plunger not in place. Functional testing was performed and the reported issue was confirmed. The cause of the issue was traced to a broken potentiometer. The potentiometer was replaced to address this issue.

Event description:
It was reported that, during preventive maintenance, the pump experienced a syringe size sensor issue. There was no patient involvement. During evaluation of the returned device, the issue was confirmed due to a broken potentiometer.